Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826653) was implanted in july 29 and in may 8, the hospital reported a malfunction of the monitor. During this period, the patient underwent a second surgical intervention. It was identified that the monitor was working, however, it did not recognize the implanted transducer. No patient injury reported. No additional information has been provided after several attempts

Manufacturer narrative:
Additional information received from distributor: "our product failed, and it was necessary to change, the doctor chose to use another brand."

Manufacturer narrative:
Microsensor (ID 826653) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, per the risk documentation potential root causes include sensor is ineffective due to tip geometry, or damage to the extension cable, monitor or the sensor. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.